Event description:
It was reported that a mini frag plate bender, on first use, broke intraoperatively. It was reported that the one of the inserts used to cut/bend the plates fell off at the welding during a surgery. This was the first time this instrument had been used and when they got to the 2nd plate the insert broke off. It was reported that a fragments was generated, but the piece was recovered. No fragments were in the patient. No patient information was provided. A back-up was available and there was no time delay. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-may-2014. The source of the manufacture date is the release to warehouse date. A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr93223 for 1.4021 and as lot #7606131 and #7641383 for carbide insert. Both are corresponding to the specifications. The hardness was measured at the time of the manufacturing at (B)(4) and was found to be good. No ncrs were generated during production. Additional evaluation was conducted. The report indicates that the insert fell off at the weld. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2014. Device was used for treatment, not diagnosis. Medwatch originally submitted to FDA on october 6, 2014, it is being re-submitted per FDA request of 11/3/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the carbide has sheared off on this bending pliers. The carbide insert was not received. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. There are remains of solder on the flat where the carbide is inserted. Too much force causing the carbide insert to fell off. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.